Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient developed a tricuspid valve regurgitation following implantation of this right ventricular (rv) lead. The patient became symptomatic and the regurgitation was confirmed via echocardiography. Additional information is being requested from the field. This implantable cardioverter defibrillator (ICD) system was subsequently explanted and successfully replaced with a subcutaneous ICD. This rv lead has not been returned for analysis. No additional adverse patient effects were reported.